Event description:
The ortho summit sample handling system instrument did not pipette the correct amount of sample and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).

Manufacturer narrative:
On (B)(4) 2013 an ocd field engineer (fe) arrived at the customer site and inspected all tips and plunger clamps. The fe tested the summit lld with splld and (B)(4) software. All test passed. Repairs have returned this instrument to expected operation.